Event description:
Additional information received from the manufacturer's representative (rep) on 7-nov-2016 reported that the cause of the overdischarge was the patient not charging the device. Actions taken to resolve the overdischarge included the implantable neurostimulator (ins) being replaced with a non-rechargeable device.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was an alleged overdischarge. The patient never used her spinal cord stimulation (scs) since implant and the battery had been overdischarged since (B)(6) 2016. No patient symptoms were reported regarding this event. The implantable neurostimulator (ins) was replaced with a non-rechargeable device. It was noted that everything looked good post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.